Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 66-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. While on support hemolysis was reported, as evidenced by red urine in the foley catheter. Plasma free hemoglobin was sent for laboratory analysis. A stat echocardiogram was performed for placement assessment, which showed the impella positioned shallow at 2.6 centimeters. The device was repositioned deeper into the left ventricle to a depth of 3.4 centimeters. The patient had been on a loop diuretic infusion, and fluid administration was discussed with it being unknown if any fluid was administered. The performance level was decreased from p-level 9 to p-level 6. Imaging was utilized to confirm pump position. It was reported that the plasma free hemoglobin was greater than 30 milligrams per deciliter on two occasions; however, specific values and timing were not provided. Subsequent plasma free hemoglobin levels were reported to be less than 30 on the following days, and the hemolysis resolved. Additionally, bleeding was reported at the impella insertion site around the repositioning sheath as well as the patient's nose. The patient received 2 units of blood products. These bleeding resolved with no further oozing at the insertion site as well as the nose. The clinical team expressed concern for heparin-induced thrombocytopenia, and a panel was sent, which remained pending at the time of reporting. Anticoagulation was transitioned from heparin to bivalirudin. Forward tension suturing was utilized. While on support, the impella cp device was operating at performance level 8 with expected flows of approximately 3.2 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remains on impella support with no additional adverse events reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b the device was explanted. The explant date was added.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added. G1 MFR site name, danvers, removed. H6 investigation type changed to b22. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.